Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: the echo-hd-3-20-c of lot number c2060266 involved in this complaint was returned opened, without its original packaging. With the information provided, a document-based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on 22 november 2023. On evaluation of the device the following was observed: broken section of needle returned separately, length of broken section approx. 26cm ipe of ruler (ipe 0402), distal end of needle examined, and no issue observed, stylet not returned, needle removed from the device and break observed approx. 143cm from the needle hub ipe of ruler (ipe 0504-4), sheath extender able to advance and retract with no issue, needle handle able to advance and retract with no issue, but no needle advanced from distal end of sheath. After 3 attempts for additional information, there was no response from the customer therefore have completed the investigation without the information but if any information is received at any stage we will re-open the file and update it accordingly. Manufacturing records: prior to distribution, all devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for lot number c2060266 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number c2060266 confirms the failure mode has not previously occurred with this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0077 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the biopsy site¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a possible root cause was difficult to determine due to no additional information provided but could be attributed to the break occurring during detachment of the device from the accessory channel port on the scope as customer indicated that the needle detached when removing the needle from the scope. Another possible root cause could be attributed to the endoscope possibly being in a flexed or twisted position/ being held at an angle during retraction and/or the device being over torqued during the procedure which would have potentially led to the proximal break reported. No needle advanced from distal end of sheath during lab evaluation as the broken section of the needle was returned separately. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the initial reporter, the physician placed the needle down the scope and did everything routine. The passes were done without difficulty. When removing the needle from the scope the needle detached internally from the handle in the patient. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the needle was able to be retrieved with rat-tooth forceps. Another of the same device was used to continue and complete the procedure without further complications. Investigation findings conclude that a possible root cause was difficult to determine due to no additional information provided but could be attributed to the break occurring during detachment of the device from the accessory channel port on the scope as customer indicated that the needle detached when removing the needle from the scope. Another possible root cause could be attributed to the endoscope possibly being in a flexed or twisted position/ being held at an angle during retraction and/or the device being over torqued during the procedure which would have potentially led to the proximal break reported. Complaint is confirmed based on visual and/or functional inspection.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 17-apr-2024.

Event description:
As initially reported to customer relations: a patient of undisclosed gender and age underwent an eus procedure in which the echotip procore high definition ultrasound biopsy needle, g34785, was used. The physician placed the needle down the scope and did everything routine. The passes were done without difficulty. When removing the needle from the scope the needle detached internally from the handle in the patient. The needle was able to be retrieved with rat-tooth forceps. Another of the same device was used to continue and complete the procedure without further complications. 1. Did any unintended section of the device remain inside the patient¿s body? No. If yes, please describe. 2. Was the patient hospitalized or was there prolonged hospitalization? No. 3. Did the patient require any additional procedures due to this occurrence? No. If yes, please describe. 4. Did the product cause or contribute to the need for additional procedures? No. If yes, please specify additional procedures and provide details. 5. Has the complainant reported any adverse effects on the patient due to this occurrence? No. 6. Has the complainant reported that the product caused or contributed to the adverse effects? No. Please specify adverse effects and provide details. 4.1 for all complaints, ask: are images of the device or procedure available? N/a, yes, no. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, handle end, patient end were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no. Please specify if yes. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a, yes, no. If the device is a procore needle, is the device damage located at the notch / core trap? N/a, yes, no. If no, please specify where the damage is located: was gaining access to the target site difficult? N/a, yes, no. Was the device used in a tortuous position? N/a, yes, no. Was puncture of the target site difficult? N/a, yes, no. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. Please describe the size of the intended target site. If not with the device in question, how was the procedure performed and/or finished? Was the device damaged in packaging prior to removal? N/a, yes, no. Was the device damaged on removal from packaging? N/a, yes, no. Was force required to remove the device? N/a, yes, no. Did the patient require any additional procedures as a result of this event? N/a, yes, no. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? N/a, yes, no. If yes, please specify what was observed and where on the device it was observed. What is the scope manufacturer and model number that was used? Was resistance felt while inserting the device through the scope? N/a, yes, no. Was the scope recently serviced / repaired? N/a, yes, no. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Was the syringe used during the procedure, after the stylet was removed? N/a, yes, no. Was difficulty experienced while retracting the needle? N/a, yes, no. Was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a, yes, no. Was the endoscope in a flexed or twisted position at any time during the procedure? N/a, yes, no. Was the stylet partially removed when advancing the needle into the target site? N/a, yes, no. How many samples were obtained (passes completed) with this needle? Did any section of the device detach inside the patient? N/a, yes, no. If yes, please specify: was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a, yes, no. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? N/a, yes, no.

Manufacturer narrative:
PMA/510(k) #: k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.